Manufacturer narrative:
This event was separately reviewed by cec adjudication and it was determined that this event is not related to device.

Event description:
This event was separately reviewed by cec adjudication and it was determined that this event is not related to device.

Event description:
Subject (B)(6) is a (B)(6) old hispanic or latino male subject participating in the (B)(6) study, prospective, multicenter, single-arm, global ide study of the shockwave coronary intravascular lithotripsy (ivl) system with the shockwave c2 coronary ivl catheter in calcified coronary arteries. The patient was presented with a myocardial infarction (mi) approximately 2 years post treatment with ivl. The subject's medical history provided by the investigator included hypertension, hyperlipidemia, mi, prior coronary intervention, peripheral vascular disease, and a former smoker. The subject is reported to be on aspirin and clopidogrel since (B)(6) 2019. The index procedure with shockwave coronary intravascular lithotripsy (ivl) system took place on (B)(6) 2019. The ivl therapy was successful. On (B)(6) 2021, the subject arrived at the hospital within 2 hours of chest pain and was found to have a stemi (st elevation myocardial infarction); the event began 697 days after index procedure and the patient was hospitalized. The subject was taken emergently to the catheterization laboratory for angiogram which demonstrated thrombus in mlad (in stent) and a thrombotic occlusion of plad both which were treated with mechanical athrombectomy and balloon angioplasty. The remainder of the subject's hospital course was uneventful. This event was reported as resolved on (B)(6) 2021.

Manufacturer narrative:
The root cause for the in-stent thrombus of the mid left anterior descending (mlad) and thrombotic occlusion of the proximal left anterior descending (plad), and subsequent myocardial infarction of the patient could not be definitively determined with the limited information available. Based on information reported by the physician, the physician believed that the ivl catheter device relatedness is possible and may have contributed to the myocardial infarction. The device referenced in this complaint was not returned, as the adverse event occurred almost two years post procedure. Hence, a physical inspection of the device was not possible. The MDR will be filed in an abundance of caution. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.